Manufacturer narrative:
1038671-2024-01190 concomitant devices: (B)(6)- 02-010-01-0230 - logic femoral ps cem left sz 3. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01190, the revision reported was likely the result of an insufficient bond between the femoral component and bone which led to aseptic (non-infected) femoral loosening and pain after 12 years of implantation. However, potential contributions from prosthesis wear, and/or patient-related conditions to the reported event cannot be confirmed as the devices were not available for evaluation and limited information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 146 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, pain, and wear. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.